Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the 12mm sleeve was inserted as the epigastric port, approximately 15 minutes into the procedure the port starting leaking gas when there was no instrument inserted. The surgeon and the scrub nurse tried on a number of occasions to realign the valves with finger, swab or instrument, to stop the leak. Another device was used to completed the procedure. As a result of the difficulties encountered with this device, the procedure was prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.